Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer valves and inner wash valves to resolve the issue. The fse performed calibration and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) includes sodium (na), potassium (k) and chloride (cl) due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. The customer repeated the sample and obtained normal results. The customer did not report the erratic results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.